Manufacturer narrative:
The initial reported event of lawsuit that alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and/or consequential damages due to the implanted lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: d3144trg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that 10 years later the lead was prophylactically replaced.